Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low bg levels were not confirmed in the pump logs. User requested bolus without entering current bg level and still having insulin on board (iob). Making bolus requests without entering current bg levels and still have insulin on board (iob) could lead to a low bg event. There were no erratic basal rate adjustments. There is no indication that the insulin pump caused or contributed to low bg levels.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump battery jumped from 5% to 30% suddenly after being connected to a power source. There was no impact to the customer's blood glucose level due do the battery issue. Reportedly the customer will use manual injections as alternate insulin therapy until the replacement pump is received. In addition, the customer experienced a low blood glucose (bg) level at the time of the call (below 70 (mg/dl). The customer stated the cause of the low bg level was unknown. The customer set a temporary basal rate and consumed carbohydrate to address bg level. System check with tandem technical support indicated that the time and date were inaccurate. A recommendation was made for the customer to discuss bg levels with their healthcare provider.